Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing out the set and when filling the tube, the pump keeps asking her to fill the tubing. Customer stated that she has wasted half of the reservoir. Customer was attempting to change out her infusion set and was unable to get out of the prime loop. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that they are disconnected. Customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers appear on the display. Customer stated that they did not receive the 2nd series of beeps nor did the numbers appear on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the damaged pump.